Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified adc sensor scan results in comparison to unspecified readings on an adc meter. The customer experienced fatigue, trembling, dizziness and unable to self-treat, requiring honey provided by a non-healthcare professional. Subsequently, the customer was taken to a hospital and received "water with sugar" administered intravenously by healthcare professional as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 190mg/dl was compared to adc meter reading of 50mg/dl. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.